Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected audio/vibrate alarm anomalies noted. No unexpected motor noise were noted. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error and insulin pump makes noises and had random alerts. The customer stated that the insulin pump was not working properly and there were not getting there blood sugar. No harm requiring medical intervention was reported. The device will not be returned for analysis.